Event description:
It was reported that the customer's blood glucose level was 426 mg/dl. The customer treated himself with a bolus from his insulin pump. The customer stated his belt clip was broken. The customer has been sent a replacement. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.